Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between april 15, 2024 ¿ april 16, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device contained an unspecified chemotherapy drug. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was subsequently performed using an in-lab syringe to fill the device; no evidence of leak, crack or damage was observed from the fill port or syringe. The companion infusor sample was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was further described as ¿when the syringe was connected to the infusor system, the tip cracked/broken and there was a flow of medication¿. This occurred when the device was filled during setup prior to patient use. There was no patient involvement. No additional information is available.